Event description:
Litigation papers allege, the patient experienced debilitating pain and discomfort in hips and legs, thereby interfering with the patients ability to perform activities of daily living.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: significant metallosis as well as bursitis with fluid as well as necrotic and pseudotumor type thick bursitis tissue invading the bursal region; significant amounts of clear, slightly metallosis-tinged fluid was found; significant amounts of pseudotumor synovitis; metallosis and necrotic tissue throughout the area of the hip, the posterior capsule and all quadrants of the acetabulum. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this complaint closed.